Manufacturer narrative:
.The customer stated that they would contact their local support.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported that spo2 alarmed visually at the overview but, no alarm at the central station. No adverse event was reported.